Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The conquest pro 8-20 guide wire with its separated tip was returned for evaluation. At approximately 2mm distal to the mid solder that was originally set at 15mm from the tip to fix the coil onto the core, the core and elongated coil wires were found fractured. Microscopic observation of the fracture ends found that there were multiple circumferential cracks on the shaft of the core, indicating repeated bending stress had caused the core fracture. The fracture end of coil was necked, indicating that tensile stress had caused the coil fracture. The separated tip had a ball tip at the very distal end. At approximately 13mm from the tip, the core was found fractured. The coil was elongated for approximately 15mm and then fractured. The fractured ends of the separated tip showed the same characteristics observed on the fracture ends of the shaft portion. Measurement of the returned guide wire suggested that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress generated with pushing manipulation had most likely contributed to the observed core separation. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the heavily calcified cto. Further applied tensile stress generated with removal had most likely contributed to the observed coil elongation and separation. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi conquest pro 8-20 guide wire had separated during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in #7 segment of the left anterior descending artery (lad). The physician noticed the tip separation while he was rotating the guide wire. A snare was used to retrieve the separated tip. The pci was successfully completed with stent deployment. There were no adverse patient effects associated with this event.